Event description:
There was an allegation of questionable low elecsys ca 19-9 results with one patient sample tested on a cobas 6000 e601 module. On (B)(6) 2025: 1783 u/ml. This result was deemed correct. All (B)(6) 2025 results are from the same sample using measuring cell 2. On (B)(6) 2025: 27.74 u/ml. On (B)(6) 2025: 55.57 u/ml. On (B)(6) 2025: 35.46 u/ml. Date not provided: 1600 u/ml using measuring cell 1. This result was consistent with the correct result.

Manufacturer narrative:
The reagent lot number was 782391. The expiration date was requested, but not provided. Qc was within range on the date of the event. The field service engineer (fse) went on site and exchanged multiple parts of the instrument's fluidic and detection systems, including the measuring cell, various tubings, and valves. The fse confirmed the instrument was back in specification after the replacements. No further issues were reported after the fse intervention. The investigation determined the issue was hardware-related, and the service actions resolved the issue.